Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided instructions for resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue happened again.